Manufacturer narrative:
The customer was provided shipping labels to route the device to stryker's repair depot for further evaluation, however the device was not returned. The reported issue was not verified or duplicated and a conclusive root cause was not determined. The device remains with the customer.

Event description:
The customer contacted stryker to report that their device shut down during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device shut down during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the device and duplicated the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.